Event description:
On (B)(6) 2012, the reporter contacted animas alleging that a couple months ago the down arrow began sticking, requiring multiple presses for response. Now the patient also having same issue with the up arrow and the issue is worse with the down arrow. There are no issues with the ok button or contrast button. Rubber keypad and audio bolus button are intact. Patient had no difficulty pushing the audio bolus button and is still able to program pump correctly. The patient states down button is slow to respond or "spring back". The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was intact. Evaluation revealed that all of the keypad buttons responded appropriately. Evaluation revealed that there was contamination under all of the keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched, discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.